Event description:
A pt reported experiencing inaccurate low result with an ot ultra meter. The pt's blood glucose results were 4.5mmol versus 6.6mmol meter to lab. Tests were done within 10 mins with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.